Event description:
Event description guidant received information that, during an attempted implant, this device was not pacing. The lead thresholds, sensing, and impedance measurements were good prior to insertion into the device header. Attempts to get sensing and impedance measurements through the device were unsuccessful. Once removed from the pocket the lead connections were checked and found correct. The patient has a good underlying rhythm and no symptoms. Another device was inserted onto the same leads without issue and was successfully implanted. The unused pacemaker has been returned for analysis.